Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of ventricular capture. The leads tested good, so the physician replaced the pulse generator.